Event description:
The customer reported the patient developed a hematoma in the right groin sometime during or after an atrial fibrillation (afib) procedure. The patient recovered and issue resolved. Product not returning as there is no product defect reported.

Manufacturer narrative:
The lot number was not provided by the customer; therefore, the device history record could not be reviewed, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The device was not returned for evaluation; there was no device performance issue reported, so no investigation is required. Follow up attempt was made to obtain clarification; however, no further information has been made available. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.